Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the anvil was affixed to the proximal post of the device properly. You could see that the anvil clicked on the post properly. The surgeon dialed the device down where the tissue was almost proximal and the surgeon could feel that the anvil become loose. There was a lot of tissue in the proximal area. The surgeon manipulated the tissue so that the tissue was even and the springs on the anvil post were completely exposed. On the third attempt, the anvil was connected and the device was fired. The anastomosis was good with a leak test and a proctoscope performed. The case was completed with no patient consequence. The device was discarded.